Event description:
Reporter alleged blood glucose measured either "hi" or a value in the 500s mg/dl back to back with a result of 26 mg/dl, when testing was performed within 5-6 minutes of each other. It was stated customer was given dietary adjustments to treat the low glucose, however, no other actions or treatment was provided. A request was made for return of the suspect device and replacement product was sent.